Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Calibration was performed incorrectly. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Data was not returned for investigation, therefore the customer complaint could not be confirmed. Additionally, it was reported that bg values were not entered into the cgm device promptly and accurately.